Event description:
The customer called baxter to report an empty intravia container (1000ml) in which a thread-like piece of plastic was detected in the container during filling. The product was already filled and had some combination of sodium chloride, calcium gluconate, sodium acetate, or potassium chloride. There was no patient involvement as the condition is observed during filling. The customer explained that when the product is filled, an unknown filter needle is injected into the additive port of the bag, then a bbraun in2000 stopper is connected to the other end of the filter needle. This sequence is used so that the bag is only punctured once by the filter needle, and then the filter is accessed numerous times. A bbraun stopper is used on the end of the filter needle as a port saver. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual used sample for evaluation. The sample was visually inspected and the reported condition was confirmed. A fiber particle was observed in the unit. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA nc-CAPA-(B)(4).